Event description:
It was reported that during a da vinci procedure, the cable broke and tip was torn on the mega needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Failure analysis investigation found that the tip was not damaged, however, the grip close cable was frayed and derailed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cable at the wrist were not damaged. No other damage was found. Failure analysis investigation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, frayed cable, if to reoccur could cause or contribute to an adverse event.